Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days after a laparoscopic cholecystectomy, the clips dissolved and the patient had incurred a massive bile in the abdomen. There was also tissue damage - "cysticus", tissue loss, the surgical time was extended by more than 30 minutes. They had to perform a second operation with another clip to resolve the issue. The patient was reported with temporary injury.